Event description:
Customer reported that the automatic qc (aqc) had not run as scheduled and 2 pt samples were run outside of the scheduled qc runs. The customer indicated that qc was run after the pt samples and qc was within specified ranges. There was no report of injury for this event.

Manufacturer narrative:
The event has occurred due to an operator error. The customer reported that they selected the incorrect option in the qc setup menu on the instrument which caused the automatic qc not to run as scheduled. Instrument is performing as intended.